Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 for a high blood glucose. Customer's blood glucose was 280 mg/dl at the time of the incident. Customer's current blood glucose was 49 mg/dl. Customer treated by eating some hot dogs. Customer was taken to the hospital previously. Customer stated that he was dizzy, unable to respond, and had slurred speech. Customer was sitting on the couch speaking with a counselor and had an energy drink and gave a bolus. Customer stated that the cause of the 911 call was physical depression. Customer was wearing the pump at the time of the 911 call. Customer mentioned that the high blood glucose was likely due to the energy drink. Customer was advised that he will need to replace the infusion set tubing after the high pressure test is performed. The pump passed the high pressure test. Customer will call back if the issue occurs again.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.